Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating her insulin pump keeps shutting off without warning. She said she woke up during the night and her device had shut off. Her blood glucose was 450 mg/dl. Customer did receive a battery out limit alarm. A new battery cap did not fix the issue. Customer declined further troubleshooting. Her blood glucose is currently 150 mg/dl. She was assisted with reprogramming the date and fixed prime. The device will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to the battery tube connector not plugged in properly. Unable to verify off no power alarm or battery out limit alarm due to blank display. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.